Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site due to (B)(6) privacy laws. A medtronic representative went to the site to test the equipment. The system functioned as intended and no parts were replaced. The system passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the system, while navigating, lost registration and then afterwards turned off. The site tried turning it back on, the blue light around the power button turned on, but the screen said no signal and then turned off again. The next time, the blue light did not turn on. The site was instructed to leave the system unplugged for over a minute and to try again. Once the site did this, the system booted up, and they were able to resume the case and save the previous registration. A manufacturing representative checked the system and everything worked as expected. The uninterruptible power supply (ups) was functioning as expected with good battery life. There was no impact to patient outcome and a delay of 30 minutes to the case as a result of this issue.